Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as shingles and the garment was further irritating the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed capsules for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.